Event description:
It was reported that while preparing to start da vinci s hysterectomy procedure, the site experienced a non-recoverable system error 23034. With the assistance of an isi technical support engineer the site restarted the system and exercised the clutch button the endoscopic camera manipulator (ecm) arm, however upon restarting the system the 23034 system error recurred. The patient was under anesthesia and the port incisions were made when the surgeon decided to abort the planned surgical procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 23034 was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23034 appears when the da vinci s safety system determines that after a specified amount of time, a valid event has not been seen for one of the remote compute engine switches. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.